Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries and charger were replaced during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported a charger failed error message at boot up. This prevented the system from booting up, resulting in a loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.